Event description:
In 1/01, medical center started utilizingb a new product, vacu-tec tube in the ves-matic esr testing system for determining the sedimentation rates in pt population. A blood culture drawn from one of pts yielded ochrobactrum anthropi. It was determined from the pt's clinical condition and work-up that this organism was most likely a contaminant and the pt subsequently was not treated with antimicrobials. Since this first case an add'l 12 positives blood cultures have grown o. Anthropi with no clinical disease in the 12 pts. Two pts also grew s. Maltophilia from the same blood culture that grew o. Anthropi. Clinical review of pt medical records is ongoing. Further info will follow when completed.